Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed multiple loss of prime warnings with low non-zero force. During testing, the pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be within specifications. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery compartment was cracked. The keypad cover was torn and peeling off; evidence of contamination was found under all key contacts. The pump casing was cracked at the top right corner between the display lens and pump seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting loss of prime alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).